Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, a minimum fill notification occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the issue was resolved by performing supply change. Customer¿s blood glucose level was 68 mg/dl.